Manufacturer narrative:
A2: patient age: 79 years old (at the time of enrollment).

Event description:
It was reported via a clinical study that in-stent thrombotic occlusion occurred. On (B)(6) 2023, the subject underwent treatment with the eluvia drug-eluting stent as a part of a clinical trial. The target lesion #001 was in the right proximal superficial femoral artery (sfa) and right mid sfa with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 120 mm lesion length with 100% stenosis and was classified as tasc ii class d lesion. Prior to target lesion treatment with the study device, pre-dilation was performed using 6 mm x 150 mm saber percutaneous transluminal angioplasty (pta) balloon, and 5 mm x 150 mm and 3 mm x 150 mm sabert pta balloon. Treatment of the target lesion was then performed by placement of 6 mm x 120 mm eluvia drug eluting stent, study device. Post procedure, the final residual stenosis was noted to be 0%. On (B)(6) 2023, the subject was discharged from the hospital on aspirin. On (B)(6) 2025, 911 days post index procedure, thrombotic in-stent occlusion of the right mid- sfa was noted. In response to the event, medication was given or the regimen was adjusted.